Manufacturer narrative:
The reported event of ¿the wire couldn¿t be inserted into the lead completely¿ was confirmed. As received, a complete lead was returned in one piece for analysis. The visual and x-ray examination of the lead found the inner coil was offset in the s-curve region. The cause of the reported event was isolated to the inner coil damaged consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance through the left ventricular (lv) lead. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.